Event description:
Member states tried 3 different syringe needles and the needles all broke right when pulling syringe out of insulin vial. Member reports has used the insulin and syringe needles for a long time and has never had this issue before. Dose: use twice a day. Therapy dates: (B)(6) 2010 - current.